Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally, a complete insertion of the electrode array could not be achieved at implantation, one channel remained outside of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements were indicative for an abnormal device. Hearing performance with the device was affected. The recipient sill perceived sound; however speech report was poor. The recipient has been explanted on (B)(6) 2018.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements were indicative for an abnormal device. Re-implantation is considered.